Event description:
It was reported that the patient's ipg became inoperable following an unrelated procedure. The patient did not set their ipg to surgery mode. The patent's leads had also migrated. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg was explanted and replaced, and the leads were repositioned.

Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.